Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure the stent moved on the balloon. While the physician was loading the 3.00x24mm veriflex stent onto the unspecified guide wire to treat the proximal left anterior descending artery (lad), the physician noticed that the stent had moved on the balloon. The device did not enter the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "good".